Manufacturer narrative:
Concomitant medical products: product ID: 8782; serial#: (B)(4); implanted: (B)(6) 2020; explanted: (B)(6) 2021; product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 29-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (5mg/ml at 1.4mg) and bupivacaine (20mg/ml) via an implantable pump for non-malignant pain. It was reported that the patient reported increased back and leg pain for an unknown length of time. There were no external factors that led/contributed to the event. Diagnostics/troubleshooting performed included the healthcare provider (hcp) using an x-ray to confirm placement and look for anchor. Actions/interventions taken included surgery where it was found that the catheter portion that was supposed to be at t6 was at t3 and it also appeared to be coiled on the right lateral side. According to the hcp, the catheter was placed anterior. That segment of catheter was removed and replaced with a 8782 with the new catheter tip at t6. The issue was resolved at the time of the report. The explanted catheter was discarded. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.